Event description:
An aq2010v model lens was implanted and removed due to the surgeon noticing a hair on the lens. The surgeon thought the lens was received that way. There was no patient injury. The lot number and model of the injector and cartridge are unknown.